Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel alarming occluded could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that channel c alarmed for occlusion; the user flushed the line, restarted the channel, and the channel continued to say occluded. The user moved the line to another IV. The pump beeped again, the user flushed the line, and restarted the channel. The occlusion alarm continued. Biomed replaced the iuis and pressure sensor.